Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. In addition, it was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 118 mg/dl.